Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula dislodgement event. Patient reported that the infusion set cannula was pulling out of his skin. \ blood glucose levels were reported to be 188 mg/dl during the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.